Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported they were unable to insert the locator. The following information was provided by the user facility: the locator was not inserted into the insertion sheath due to resistance; the device was not used and was replaced by a new one to continue the hemostasis procedure; the physician had completed the training process on the device prior to this case; the puncture site was distal to the inguinal ligament of the right common femoral artery, the vessel diameter is unknown, and the size of the sheath ancillary used was 8 fr.; there was no reported health damage to the patient; hemostasis was successfully achieved using the replaced device; and there were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.